Event description:
Clip applier was delivered to sterile field and used on pt during a laparoscopic procedure. It was later noted that barrel of clip applier was slightly bowed and that outer layer of covering on barrel has approx. 1 mm hole. Packaging of item was then rechecked for integrity and found to have no holes nor any signs of damage. Dr. (B)(6) stated device had not malfunctioned.